Event description:
Company has received a report of a fire involving a humidifier, viasys ventilator, heated breathing circuit, a chamber, fisher & paykel healthcare, temperature probe and a fisher & paykel healthcare, heaterwire adapter. The patient suffered 1st and 2nd degree burns to their hands and face. All involved equipment has been sequestered by ecri pending analysis and reporting.